Event description:
Trifusion catheter placed in left subclavian vein on (B)(6) 2010, in surgery. Patient presented to clinic on (B)(6) 2010, with left arm swelling and redness. Catheter was removed and was broken 2 cm from proximal connection.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number. Additional information from user facility report: (B)(6).